Event description:
A non-healthcare professional reported that after an intraocular lens (iol) implant procedure, the patient experienced blurry distance and near visual acuity. Patient was unhappy with visual acuity. The iol was explanted in a secondary procedure. Additional information has been requested and received stated that there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).